Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.0/091 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting and blurred vision. The lens was exchanged for a longer lens and the problem was resolved.